Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during sealant deployment. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The mynx vcd was used in a transfemoral cerebral angiography (tfca) procedure. A 5f non-cordis catheter sheath introducer was used. The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. The vessel diameter was greater than or equal to 5 mm, and vessel tortuosity was reported as little. No visible damage was noted to the sheath or distal end after removal. The physician was trained and experienced with the device. The device was prepared according to the instructions for use, and no visible damage to the device or packaging was noted prior to use. The device will be returned for evaluation.